Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was noted to be depleting quickly. The pump battery depleted from 40% to 5% within a day. The pump then shut off. When connected to a power source the pump was able to be turned on and the battery gauge displayed 40%. The customer's blood glucose (bg) level was impacted (300 mg/dl). The customer delivered a bolus via the pump to correct elevated bg level. It was indicated that the customer would continue to use the pump until there replacement pump was received. Customer also stated manual injection supplies were available.